Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt's controller went blank/unresponsive when the pt was recharging their implanted neurostimulator(ins). Pt also said it was so hard to get "recharging excellent" to display on their controller. When asked about the event date, pt did not give a clear answer on the event date. Pt said "if they do get recharging excellent" it "might" stay on "excellent" if they did not move at all. During the call, the pt performed a hard reset of the controller and the controller responded. The pt initiated a charging session of their ins and was recharging "excellent" by the end of the call. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Additional information was received from a manufacturer representative (rep). The rep called and asked to call patient regarding controller going blank very often and patient have to reset the controller several times in a day. The rep stated controller goes blank when patient is charging the ins and using controller with rtm. Ps will be calling patient back later today. Ps called patient to troubleshoot. Patient stated she is unable to open up the controller compartment due to hand problem. Patient stated the controller shuts off when they are recharging the implant. Ps asked patient to inspect the recharger (rtm) for damage and if the rtm gets hot and patient said there is no damage on the rtm, but the paddle part gets very warm.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot# serial#: (B)(6), section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.